Event description:
It was reported that(1) device was used during a low anterior resection. It was reported by the rep that the ax55b was closed by the surgeon, outside of the pt to check operation. The surgeon was unable to activate release button to open the jaws. The scrub nurse has same trouble, but assisting surgeon was able to open the jaws. During subsequent attempt to introduce the instrument into the pt, to position the jaws around bowel tissue, most of the staples fell out of the instrument and into the pt. Another instrument was used to complete the case. Add'l info: rep stated, staples that were visible were retrieved.